Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected multiple times was confirmed via analysis of the log files. The controller event log files contained approximately 2 days of data combined (27oct2022 to 29oct2022 and 01jan2000 per the timestamp). The driveline was disconnected on 27oct2022 at 21:45:26 and the pump stopped operating. The driveline was then reconnected at 21:45:30 and the pump resumed operation shortly after. The driveline was disconnected again on 27oct2022 at 21:50:10 to exchange the controller afterwards. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned heartmate 3 system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information provided stated that the patient would disconnect the driveline intentionally in order to ¿see how long he felt ok for¿ and that the patient was educated multiple times on not disconnecting the driveline from the controller unless it is needed. The root cause of the reported was determined to be user error. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 22nov2020. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stop. Driveline disconnect, driveline power fault and driveline communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired at home on (B)(6) 2022 due to heart failure. Log file analysis contained data from 16sep2022 through 28oct2022 and showed low flow alarms on (B)(6) 2022 from 9:10 pm through 9:44pm followed by a driveline disconnect at 9:45:26 pm. The driveline was reconnected at 9:45:34 pm and motor function was resumed. There was an additional driveline disconnect at 9:50 pm. It was additionally reported that the patient had unplugged their driveline from the controller two times on (B)(6) 2022. On the second disconnect, the patient was unable to reconnect, and passed away off the pump. The pump reportedly operated as expected. The device was not explanted and would not be returned for evaluation. Related heartmate 3 pump patient death MFR#: 2916596-2022-15078.